Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 3993210, 510k # k172199 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with discopathy and hernia; and underwent transforaminal lumbar interbody fusion at l3-l4. On an unknown date, at 3 months post-op, the spacer got loose; and went in the spinal canal. The CT scanner showed end plate erosion at the contact of the interbody spacer. The patient also experienced radiculopathy. Hence, on (B)(6) 2020, the migrated cage was completely explanted; and it was replaced with a new and a bigger one. No further complications were reported.